Event description:
As reported, during a procedure to insert a valved PICC device, while the nurse was gaining venous access with the 45cm guidewire, "she noticed that the patient was having some reactions and that the wire had become frayed." The procedure was completed with another device. The patient's condition after the procedure was said to be "stable." It was reported that the guidewire would be returned to (B)(4) medical for evaluation.

Manufacturer narrative:
Although it was originally reported that a sample guidewire would be returned for evaluation, one has not yet been received. Additionally, (B)(4) medical has made inquires attempting to clarify the event description. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).